Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) alerted for high out-of-range shock impedance after implant. Prior to the routine replacement the shock impedance was normal. The physician elected to deactivate the tachy therapy on the crt-d and use pacing only as the patient's ejection fraction had improved. The crt-d and right ventricular lead remain in service and no adverse patient effects were reported.